Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (95% stenosis and tortuous). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (95% stenosis and tortuous). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent in treatment of the mid lad. The lesion exhibited 95% stenosis and was tortuous. The endeavor resolute was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated however the endeavor resolute could not pass the lesion. No patient complications reported. Following device evaluation it was noted that the stent was damaged. Evaluation summary :patency of the wire lumen was checked when a 0.015¿¿ mandrel was attempted to pass through the wire lumen entry port to the tip, the mandrel could not pass through the inner lumen and resistance was noted. There was a kink located on the hypotube, at 54.5cm distal to the strain relief. The 19th and 20th distal segments were deformed, with raised and stretched struts. The distal tip of the catheter was damaged, the tip was stubbed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity